Manufacturer narrative:
(B)(4). The xience pro x is currently not commercially available in the us. The PMA# listed is based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us. Evaluation summary: the device was returned for analysis. The separated shaft was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, mid left anterior descending artery. After pre-dilatation was performed, an attempt was made to advance the 2.5x12 mm xience prox stent delivery system (sds). The distal shaft of the sds separated during advancement to the lesion. There was no resistance felt during advancement of the sds. The sds was removed from the patient without issue and a new xience sds was used successfully without any additional problems. The patient is doing good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.